Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive, reseated the cine bridge board, calibrated the camera iris, and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not save images during the road map function. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive, reseated the cine bridge board, calibrated the camera iris, and reloaded software. The system operates as intended.